Event description:
A female patient, with unspecified co-morbidities, underwent a percutaneous transluminal angioplasty (pta) in 2008. The procedure was performed from the antegrade approach via a 6 french procedural sheath; placement of the sheath was at the left common femoral artery and it was confirmed via fluoroscopy that the point of entry was where the inferior epigastric artery wraps around the inguinal ligament. Peri-procedural medications included heparin and integrilin. The patient's blood pressure was reportedly 166/106 mmhg. At the end of the pta procedure, the physician, currently being trained, prepped and deployed a mynx vascular closure device for vascular access site hemostasis. Following a successful device deployment, the patient experienced a drop in blood pressure while in recovery. A CT scan was performed which documented a retroperitoneal bleed. The patient was stabilized following a transfusion reportedly consisting of a minimal amount of packed red blood cells (the number of units was not reported). Despite attempts to obtain additional information, no further information was provided.

Manufacturer narrative:
The device was not returned for evaluation and the device's lot number was not provided to perform a lot history review. Based on the limited information provided and the investigation performed, there is no evidence to suggest that the mynx device did not meet specification or perform as intended per IFU. The most likely root cause of the reported incident is due to the arterial access site location above the femoral head. In the "warnings" section of the instructions for use (IFU), we inform users of the following: "do not use the mynx vascular closure device if the puncture site is above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed. Perform a femoral angiogram to verify the location of the puncture site. The IFU further states in the "precautions" section that "mynx should only be used by a trained licensed physician or healthcare professional." This procedure was performed by a physician whose mynx training was not yet completed and an aci representative was not present during the case.